Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: a promus element plus, mr, ous 3.0x20mm stent delivery system (sds) was returned for analysis. The proximal end of the device including the manifold hub was not returned therefore it was not possible to identify the batch/serial number of this device. The stent was detached from the device and not returned. Additional information regarding stent detachment was requested however no information was received. The balloon cone profiles were reviewed and the balloon wings were tightly wrapped and evenly folded at both the proximal and distal ends, the centre balloon folds appeared relaxed. Crimp markings were evident on the exposed part of the balloon wall indicating crimp contact between the coated stent and balloon. There was evidence d of medium in the balloon body which indicated that the device was prepped for use. A visual and tactile examination found that manifold/hub was not returned. There was a hypotube shaft break at 1425mm from the end of the distal tip. A visual and tactile examination found a kink 1.2cm distal of the hypo/midshaft bond. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 23-aug-2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via femoral artery. The 90% stenosed, 18x3.50mm, eccentric, de novo target lesion was located in the moderately tortuous and moderately calcified coronary artery. The lesion contained a bend between >45 and <90 degrees. After a guidewire crossed the lesion and a 2.50x10mm balloon catheter was advanced for dilatation, a 3.00x20mm promus element¿ plus drug eluting stent was advanced to treat the lesion but failed to cross. The procedure was completed with a non-bsc stent. No patient complications were reported and patient's status was stable. However, returned device analysis revealed hypotube break and stent detachment.